Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device was deployed forward of the optimal position and was constrained. The patient became hypotensive and a pericardial effusion was identified. A pericardiocentesis was performed and a pericardial drain was placed. The laa closure procedure continued and was successfully completed. The patient was transferred to the intensive care unit for monitoring. The patient fully recovered and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device was deployed forward of the optimal position and was constrained. The patient became hypotensive and a pericardial effusion was identified. A pericardiocentesis was performed and a pericardial drain was placed. The laa closure procedure continued and was successfully completed. The patient was transferred to the intensive care unit for monitoring. The patient fully recovered and was discharged. It was further reported the pericardial effusion occurred with tamponade.